Manufacturer narrative:
It was reported that prior to the procedure, the table allegedly tilted left without pendant actuation, while a patient was on the table. A stryker field service technician (sfst) was dispatched for further investigation. The sfst performed cycle test, applied weight with the beach chair in multiple positions and was unable to reproduce the complaint. There was no injury or adverse consequence reported.

Event description:
It was reported that prior to the procedure, the table allegedly tilted left without pendant actuation, while a patient was on the table. There was no injury or adverse consequence reported.